Event description:
Ous MDR - it was reported that approx. 100 months after implantation of the ICD and this rv lead, a planned device replacement took place. A new ICD was connected during the operation and no capture was detected. The lead measurements with the external device showed stable values. The physician sensed the pocket and suspected an insulation defect of the lead. The lead was capped. The patient expects a new surgery and implantation of an s-ICD.

Manufacturer narrative:
The icds associated with this case were returned for analysis. However, the lead was not. Analysis is thus based on the available production documents for the lead and the icds, as well as the tests for both icds. Lumax status was mol2 and 41 charging processes had been documented. The iforia showed a bos status and four charging processes. The lumax and iforia memories were examined. Both contained data that was as expected. Tests showed no indication of the devices malfunctioning. The therapy capabilities of both icds were tested. The antibradycardia output signal was in working order and matched the programmed values. A fibrillation signal was applied and both devices reacted, as per specifications, with a defibrillation shock. The specified level of energy was attained in both cases. The charge times were not unusual.the signal sensing of the iforia device was also tested, and that was shown to have no noise. The ICD recorded the applied signals without any interference.the production process was examined for all three devices. The production documents did not show any irregularities. All production steps were carried out correctly. A typical electrical output test documented that both icds were in working order. In summary, the icds were shown to be fully functional during the analysis and were within technical specifications. There is no indication of a material or manufacturing defect.